Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prim alerts in the past couple of weeks. In a subsequent call on (B)(6) 2014, patient reported that the cartridge was cycled before use, insulin was at room temperature, the cartridge was changed every three days and the cartridge was not reused. Patient stated that cartridge cap was secured, there was no change in force or temperature, and there was power loss. Patient had tried using cartridge from a different box. Patient was instructed to use cartridge from a different lot and to call back if loss of prime issue persists. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.